Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/26/2025, it was reported by a sales representative via (B)(4) that an ar-6570td tripledam cannula was defective. A piece of the cannula broke off and fell inside the patient and was retrieved successfully. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: d9, b5, g3, h6.

Event description:
Additional information provided (B)(6) 2026: it was further reported this was discovered during a shoulder scope procedure and a 10-minute delay occurred. The case was completed using the same cannula. Per rep, surgeon also had another of that same cannula in use as well as a passport cannula. It is unconfirmed if additional anesthesia was administered.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed. One unpackaged ar-6570td serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage of the device. Visual inspection noted that one side of the outer dam areas that help dissipate the fluid pressure to minimize squirting was broken off. Also, minor wear and tear, along with a scratch along the tip of the device, were noted. The most likely cause is attributed to misuse/use error due to the use of excessive force while handling the device.